Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at some 40 cm distal to the is-1 connector pin. In this area, the lead body was found squeezed and deformed. The coating of the conductor cables was damaged at this position. These findings can be considered as the root cause for the observed noise in the ventricular channel of the ICD and the following large amount of charging cycles, which led to the eri battery status. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. There were no material or manufacturing issues found for either the ICD or the lead.

Event description:
Ous MDR - after an implantation period of about 25 months, it was reported that the associated device indicated eri. No adverse patient side effects have been reported. Both the ICD and this lead were explanted and returned, but no reason was given for the explant of the lead.